Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft break occurred. The 2.50x8mm taxus express2 drug eluting stent (des) was advanced to the non tortuous and non calcified diagonal vessel and the stent was deployed. When the physician attempted to withdraw the des, the shaft of the device broke at the monorail segment, leaving the distal portion of the balloon on the wire while the proximal portion of the balloon was removed. The wire was then removed from the pt along with the distal portion of the balloon. The procedure was completed with no pt complications reported. The patient's current condition is listed as "okay".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.